Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 13:39:55 on (B)(6) 2024. At 16:48:45 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 16:49:41, the patient received the appropriate treatment. Rhythm at the time of the treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity, and CPR/electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 16:51:39 on (B)(6) 2024.